Event description:
It was reported that a patient underwent a cardiac procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) found one spline to be bent. Additionally, the electrodes of that spline were damaged, showing visible signs of deformation, and sharp edges. Initially, it was reported that when the doctor tried to introduce the pentaray catheter into the sheath, a deformation of one of the splines was observed. The signal from the electrodes of this spline were noisy. They were still able to do the procedure with this catheter, without consequences. No adverse patient consequence was reported. The deformed spline issue, as well as the signal noise issue were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 12-feb-2025, a damaged electrode was found. This was assessed as MDR reportable with an awareness date of 12-feb-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were conducted following johnson & johnson medtech procedures. Visual analysis revealed that one spline was found bent. Additionally, the electrodes of that spline were damaged, showing visible signs of deformation, and sharp edges. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. However, the damage seen suggests that the spline has not only endured physical stress, but may also have experienced failures in its electrical capacity due to the deteriorated condition of the electrodes. A manufacturing record evaluation was performed for the finished device number lot 31166939l and no internal action related to the complaint was found during the review. The electrical issue and bent condition reported by the customer were confirmed. The potential cause of the spline bent and electrodes damaged could be related to the handling, since in the process, there are control inspection points to avoid these issues. The instructions for use contain the following recommendations stated in the carto 3 system manual: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: +(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).